Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient medical history: previous l3-s1 fusion with right l3 pedicle screw not placed previously pre-op diagnosis: revision of l3-si with 5.5 rods and medial s1 screws to be replaced procedure used: l3-s1 open fusion it was reported that intra-op, a ball-ended screwdriver was being used to re-position the screw once placed insitu. While using the driver, the ball portion of the screwdriver broke off into the head of the screw. The surgeon was able to remove the entire broken piece and it was placed into a cup and bio-hazard bag. The driver tip broke but no fragment remained in the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis results: visual inspection confirmed approximately 4mm of the instrument tip has been broken off. Optical examination of the fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.